Event description:
Analysis of the explant stent graft has been completed. It is likely that the aneurysm enlargement was due to type ii endoleaks that were identified at explant. The material defect in the stent graft, cause by heat damage, likely occurred during the explant procedure and was located remotely from the area of the potential type iii transgraft leak identified on the paper copy of films provided by the physician. No other graft material integrity issues were observed to account for the leak identified as a transgraft leak.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The aneurysm diameter was 5.2 cm, and the aortic neck was reported to be not angulated. A computerized tomography scan demonstrated an endoleak just inferior to the bifurcation. A follow-up aortogram demonstrated that the leak was a type ii endoleak originating from two lumbar vessels. An attempt was made to embolize the vessels, but the pt did not tolerate the procedure; therefore, the decision was made to attempt endovascular ablation of the endoleak under general anesthesia. In 2002, during an attempt to embolize the leak, the physician discovered an additional type iii endoleak, reportedly near the proximal end of the stent graft. Because of this complication, the physician elected to remove the stent graft, particularly since the aneurysm had increased to 6.0 cm in diameter. On the following day, the patient was brought to the oerating room for removal of the stent graft. The patient's abdomen was prepped and draped in the usual sterile fashion. An incision was made from the tenth intracostal space to the rectus abdominis muscle. The retroperitoneum was exposed, and the left renal artery was identified. The left lateral wall of the aorta was isolated. A needle inserted into the aneurysm sac revealed a pressure of 60/45 mm hg. One part of the aneurysm wall was pulsating quite vigorously, but when interrogated with the needle, this was found only to contain clot. The suprarenal aorta and the left common iliac artery were clamped, and the aneurysm sac was opened. Within the sac, there was adherent, old, partially organized thrombus. The graft was well-fibrosed to the wall of the proximal aorta, and it was gently teased from its position proximally. A clamp was placed across the common iliac limb. One lumbar vessel was noted to be vigorously bleeding, and another intercostal vessel was bleeding. The vessels were ligated. A proximal anastomosis was carried out to a 20 mm x 10mm hemashield graft. The right common iliac artery was anastomosed to the right limb of the graft, and the left limb was then anastomosed to the left common iliac artery. Flow was restored, and good flow was confirmed by doppler. Hemostasis was checked, and the incisions were closed. The explanted stent graft and its components have been received by medtronic ave, and its analysis is pending.